Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and non-bsc right ventricular (rv) lead recorded artifact noise that has been over sensed. The noise appears to be of myopotential origin as the right atrial channel is clean. The rv lead pace impedance trend the last year has been stable and within range. The over sensing has caused pacing inhibition without asystole due to patient's intrinsic escape rhythm. The pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and non-bsc right ventricular (rv) lead recorded artifact noise that has been over sensed. The noise appears to be of myopotential origin as the right atrial channel is clean. The rv lead pace impedance trend the last year has been stable and within range. The over sensing caused pacing inhibition without asystole due to patient's intrinsic escape rhythm. Additional information was received from the field mentioning that the noise has continued on the same rv lead channel that appears to be experiencing an integrity issue, likely insulation challenges. There were new reports of rv pacing with greater than two seconds asystole. The pacemaker and rv lead remain in service. No additional adverse patient effects were reported.